Event description:
It was reported that the device had a cracked downstream occlusion seal, failed software upgrade to 4.03, error message: pump has failed communication with software package, stuck on, "connect pump to computer screen" there was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged downstream occlusion (dso) seal. Functional testing revealed dso damage and there was no software installed. The dso seal was replaced and v4.3 software was installed to address the issue. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period. B3. Date of event: unknown.